Event description:
It was reported that this inflatable penile prosthesis (ipp) was no longer performing as expected. Two weeks later a revision surgery was performed, upon examination a crack in the pump connecting tube was found. The entire device was explanted and replaced. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. Both cylinders were visually inspected and underwent leak testing. The first cylinder passed visual inspection as no damages were found. The second cylinder had wear at a fold in the middle. Despite this, both cylinders passed leak testing. The rear tip extenders passed the visual inspection as no damages nor abnormalities were found. The reservoir was visually inspected and underwent leak testing. The reservoir had wear at a fold in the reservoir shell; however, it did pass leakage test. The pump was visually inspected and underwent leak and functional testing. The pump tubing was cut down to the pump block and it was not returned for analysis. The pump passed leak and functional testing. Analysis could not confirm the reported clinical observations; therefore, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was no longer performing as expected. Two weeks later a revision surgery was performed, upon examination a crack in the pump connecting tube was found. The entire device was explanted and replaced. No patient complications were reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was no longer performing as expected. Two weeks later a revision surgery was performed, upon examination a crack in the pump connecting tube was found. The entire device was explanted and replaced. No patient complications were reported.

Manufacturer narrative:
Corrected h10 additional MFR narrative. Upon receipt at our post market quality assurance laboratory, this inflatable penile prosthesis (ipp) was thoroughly inspected and analyzed. Visual and microscopic analysis of the pump noted the kink resistant tubing (krt) was trimmed to the pump block; no tubing was returned. The pump then underwent leak and functional testing. There were no leaks identified, however, the pump did not pass activation testing. Microscopic analysis of the cylinders found one exhibited wear at a fold in the middle of the cylinder; both cylinders passed leak testing. Microscopic inspection of the reservoir found wear at a fold in the shell, however, the component passed leak testing; analysis was unable to confirm the reported tubing hole. Analysis concluded that the reported mechanical issue was most probably related to component failure as observed during activation testing.